Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported suture separation was confirmed. Both needle tips were engaged with both cuffs. The link was still attached to both cuffs. The suture was returned removed from the guide tube and was separated from the swage end of the posterior needle tip. The knot and loop were properly formed. There was dried blood noted around the knot and the suture bearing. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or suture pulled beyond point of tautness during device deployment contributed to the reported suture separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional coil procedure with a small-bore sheath. Reportedly, when the plunger was withdrawn, a suture break occurred. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Returned device analysis found that the suture was returned removed from the guide tube and was separated from the swage end of the posterior needle tip. The knot and loop were properly formed. No additional information was provided.